Manufacturer narrative:
Although requested, device and patient info was not provided.

Event description:
Reportedly, during patient use, the pt reportedly expired. The equipment is currently in the possession of the county sheriff's office pending release to the family's attorney. To date, there is no known device problem in this event.